Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. Prior to the case start, the transesophageal echo (tee) physician noted an effusion on pre-screening. They proceeded with the case. It was noted transseptal crossing took approximately 45 minutes after switching crossing devices. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The closure device was successfully implanted after one partial recapture. About 2.5 hours post procedure the patient's effusion was noted to be worse. Pericardiocentesis was successfully performed; however, there was not much fluid drained. The patient pulled their drain out during the night and was therefore not discharged the following day. No additional information is available at this time.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. Prior to the case start, the transesophageal echo (tee) physician noted an effusion on pre-screening. They proceeded with the case. It was noted transseptal crossing took approximately 45 minutes after switching crossing devices. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The closure device was successfully implanted after one partial recapture. About 2.5 hours post procedure the patient's effusion was noted to be worse. Pericardiocentesis was successfully performed; however, there was not much fluid drained. The patient pulled their drain out during the night and was therefore not discharged the following day. No additional information is available at this time. It was further reported that it was noted that there was a small pericardial effusion prior to the procedure in the right atrium and right ventricle. This pericardial effusion was small immediately post procedure, but became moderate to large in size resulting in cardiac tamponade. The patient's symptoms were chest pain, hypotension, unresponsive/obtunded and respiratory arrest. The pericardial effusion was near the right ventricle; largest anterior and near the apex. The patient was discharged to a rehab facility on (B)(6) 2021.